Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? After the device was excised and removed from the patient, the battery was taken in and out and the manual override was tried again on the back table. The device opened at that point and began working again. Another device was opened to complete the procedure. Device not returning. The account advised they did not submit this devise because after they reported it to me; they later were able to activate the device. So, they deemed it user error on their part. Thus, they did not feel it was necessary to submit. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a video assisted thoracoscopic wedge resection procedure, the user was unable to open the jaws of the device. It is unknown which firing the issue occurred or which reload was used. The manual override was activated and the triggers were pushed forward, but the device still did not open. The tissue was excised in order to remove the device. Another device was used to complete the procedure. There was no patient consequence.